Event description:
It was alleged that a pt undergoing surgery for the removal of endometriosis received third degree burn on the right upper thigh, (anterior-lateral) under the dispersive electrode. A plastic surgeon was called while 25 year old female was under anaesthesia to treat injury. The plastic surgeon cut out the burned tissue and sutured the opposing edges together. The size of the burn was 8 cm x 1 cm.